Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor system. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer did not press the cap while connected. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the displacement, unexpected restart, and self tests. The pump passed all operating currents within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, a severely scratched display window, and a missing end cap sticker.